Event description:
A 4cm leveen needle electrode was being used for therapeutic ablation of the liver in 2006. When the power was increased to 150w an error code appeared. Dr. Roceeded to lower the power to 140w to successfully complete the procedure. Upon completion of the ablation a second degree burn was observed approximately 15cm x 3cm at the grounding pad. Ointment was prescribed for treatment of the burn. The complaint reported that there was no other adverse affect on the patient as a result of the reported procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specifications. Should further relevant details become available, a suppelemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.